Manufacturer narrative:
Our investigation of the returned pressure transducer printed circuit board (pcb) has been completed. Performed pre-use check passed without generation of errors. Multiple separate pressure transducer tests were performed from the device service menu, all passed with successful results. The reported issue cannot be reproduced by our laboratory testing. Device logs to verify the reported error was not provided. Earlier investigations have shown that particles/debris sometimes can affect the offset measuring, and once they were removed the pressure transducer functioned normally and no more offset drift was noticed. We have not been able to determine the cause of the reported event in this case.

Event description:
Manufacturer's ref # (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref# (B)(4).